Manufacturer narrative:
Although requested, no patient information was provided.

Event description:
During patient use , an 'o2 sensor error' occurred. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. No patient injury was reported in this case.